Manufacturer narrative:
The customer was collecting samples using biocomma transport and reservation medium which is an off-label collection. Possible causal factors for the discrepancy observed may be due to the differences in testing platforms and sample processing. Throughout the data analysis, a systematic issue was not observed and a product problem was not found.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for influenza a (negative for sars-cov-2 and influenza b). The same sample was repeated on a competitor assay (alinity m) and generated a positive result for influenza a and sars-cov-2. It is unknown which results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 4 mdrs will be filed.